Event description:
The customer reported being admitted in the intensive care unit due to diabetes ketoacidosis and high blood glucose of 500mg/dl, and she was treated with the insulin pump. Troubleshooting was performed. The caller stated that her infusion set become dislodged and she was not aware of it. The customer was not feeling well and had headache when the paramedics were called. The customer mentioned that while staying at the hospital it was noticed that the device had a several cracks, and she does not have any idea how it happened. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.